Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous coronary intervention treating a left anterior descending (lad) coronary artery perforation. A 2.8x19mm graftmaster stent delivery system failed to advance to the perforation after multiple attempts. A non-abbott device was used in replacement. The perforation was successfully sealed using balloon dilatation. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.